Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in more than a single episode due to oversensing of noise. The patient contacted technical services (ts) and reported that the shocks occurred during exercise and movements while cleaning. The patient was seen in clinic following each episode, and noted that attempts were made to reproduce the noise with no success. The patient reported being anxious about receiving further shocks, and inquired about how to prevent them in the future. Ts referred the patient to their physician. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in more than a single episode due to oversensing of noise. The patient contacted technical services (ts) and reported that the shocks occurred during exercise and movements while cleaning. The patient was seen in clinic following each episode, and noted that attempts were made to reproduce the noise with no success. The patient reported being anxious about receiving further shocks, and inquired about how to prevent them in the future. Ts referred the patient to their physician. No adverse patient effects were reported. This device remains in service. It was reported that following replacement of the s-ICD for unrelated reasons, this chronic electrode and the replacement s-ICD exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Additionally, small signal amplitude r-wave measurements were observed. It was reported that the patient was very active and was working out at the time of the episode. The physician noted that the replacement device was placed intermuscular. Technical services (ts) discussed potential causes and troubleshooting options. The root cause of the noise was felt to be related to pectoral noise. The sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in more than a single episode due to oversensing of noise. The patient contacted technical services (ts) and reported that the shocks occurred during exercise and movements while cleaning. The patient was seen in clinic following each episode, and noted that attempts were made to reproduce the noise with no success. The patient reported being anxious about receiving further shocks, and inquired about how to prevent them in the future. Ts referred the patient to their physician. No adverse patient effects were reported. This device remains in service. It was reported that following replacement of the s-ICD for unrelated reasons, this chronic electrode and the replacement s-ICD exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Additionally, small signal amplitude r-wave measurements were observed. It was reported that the patient was very active and was working out at the time of the episode. The physician noted that the replacement device was placed intermuscular. Technical services (ts) discussed potential causes and troubleshooting options. The root cause of the noise was felt to be related to pectoral noise. The sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that this patient with this electrode received an additional inappropriate shock in secondary vector due to very small signal. Two untreated events in primary occurred with noise that had the appearance of myopotential. Ts discussed extending smart change and movements to attempted to recreate the noise. This patient does not remember what they were doing at the time of the ias. This electrode remains in service. No adverse patient effects were reported.